Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "spasm" further identified as diaphragmatic / nerve stimulation that corresponded with each ventricular paced event. The right ventricular (rv) lead was reprogrammed to a lower output. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.